Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience trays, had leaks from the plungers. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd luer-lok syringe bulk sterile pharmacy convenience trays, had leaks from the plungers. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Five loose 10ml assembled syringes, three with tip cap attached, were received and reported to be from batch #8143663 (p/n 309605). The samples were visually evaluated. The syringes were found to contain a small amount of clear liquid residue in the fluid path of the syringe. The syringes were evaluated for leakage including evidence leakage may have occurred. 3 syringes have no observed defects including residue from leakage. 2 syringes were found to have liquid residue between the stopper ribs. Fluid past the front rib of the stopper is rejectable per product specification. The plunger rod of all 5 samples was moved to verify stopper seal. All syringe functioned as expected. No other testing was performed because samples appear used. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the leakage defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.